Event description:
The customer reported a leak inside the coulter lh 750 hematology analyzer. The volume of the leak was not specified and was not contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found that the tubing came off the fitting of the quick disconnect for the probe wipe drain. Per the fse this was causing the instrument to leak at the bellows. The fse reattached the tubing and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).